Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion.

Event description:
It was reported that the impedance on the rv lead varied significantly and the capture threshold had increased. X-ray revealed an exposed cable near the proximal coil. The physician suspected abrasion due to friction between the rv and ra leads.